Event description:
Falsely depressed tacrolimus (tacro) results were obtained on a group of patient samples. Patient results were reported to the physician who questioned the results. The samples were rerun on an alternate viva-e instrument and higher results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the falsely depressed tacro results. There was no report of adverse health consequences as a result of the falsely depressed tacro results.

Manufacturer narrative:
The cause for the falsely depressed emit(r) tacrolimus results is sample preparation. A manual sample extraction process is required for this reagent. The siemens healthcare diagnostics field service engineer (fse) visited the account and determined that there were no instrument or reagent issues. The instrument is performing within specifications. No further evaluation of the device is required.